Event description:
Complainant alleged that the medics were monitoring a male trauma patient (age unknown), when the device screen intermittently blanked out. The medics continued to monitor the patient with the device, using the device's recorder strips to assess the patient's condition. There was no adverse effect on the patient as a result of the alleged malfunction.